Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code 550:320:654:0000 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to defective user interface module print circuit board. The user interface module print circuit board was replaced to correct this condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code 550:320:654:0000. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the intensive care unit. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.